Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a review of the black box indicated a reboot occurred after a ¿replace battery¿ alarm at 10:54 on (B)(6) 2017. The pump was powered back on at 15:15 on (B)(6) 2017, followed by unexplained reboots; deliveries resumed at 17:01 the same day. An unexplained reboot was observed at 23:25 on (B)(6) 2017 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked in two places and the returned battery cap had stripped threads. The returned battery cap was unable to attached to the returned pump or to a test pump. The alleged power issue was duplicated with the returned battery cap. A test battery cap was able to secure and maintain electrical connection. The pump was exercised for 24 hours using the test cap and no further power issues occurred. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no defects were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 443 mg/dl with symptoms of thirst and nausea. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was having an intermittent power issue. The reporter alleged that the battery compartment and cap were both damaged. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of an intermittent power issue.